Event description:
High primary stability of dental implant could not be placed to the final position and was removed. Another implant was placed in another position during the same session. Dentist should have used dense bone drill and tap in hard bone.